Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level as well as insulin pump had damage. The customer blood glucose was 427 mg/dl. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The customer stated that the reservoir was able to locks, but did not have to lock as it did before and had to go back and make sure it is secure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
Device was received with partially broken reservoir tube lip and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Device passed the displacement test, rewind test, and excessive no delivery tests however, unable to perform the basic occlusion and occlusion tests due to broken reservoir tube lip.